Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed pump supplies to address. There was no reported adverse impact to the customer¿s blood glucose level. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and resumed insulin therapy. Reportedly, the customer was using admelog insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. H3 other text : device not returned.